Manufacturer narrative:
The investigation for the positioning issue and pump thrombosis has been completed. The product was returned for evaluation. It was determined that the root cause of the pump pulling out was most likely patient movement related and the root cause of the thrombus on on the graft after explant was also most likely patient condition related. The instructions for use states provides information on the prevention of thrombus by stating ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 70yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after one day on support, the while trying to reposition the pump, they were unable to pull the pump across the aorta. As a result, the pump was replaced. The pump's graft was seen to be thrombosed and had to be re-sewn. There was no lasting patient harm reported. No further intervention was deemed necessary.